Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h4, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h4, h6, h11. The following sections were corrected: h4. The product involved in the reported event was returned for investigation. Visual examination confirmed that the product is fractured. Sem imaging of the spring fracture in multiple regions showed sheared ductile dimples, the observed artifacts suggest bending/shear overload mode of failure. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination . Complaints are monitored per complaint trending process. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D4 - the primary unique device identification (UDI) number is not applicable as the lot number of the device is currently unknown. G2 - foreign: canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a procedure, the spring in the femoral slap hammer broke during normal use. No foreign body was retained in the patient, and the surgery was completed without any impact or consequences to the patient. Due diligence is in progress for this complaint; no further additional information or product has been received at the time of this report.